Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in the esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip deployed but did not grab the tissue. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.